Event description:
An ophthalmologist reported that during a procedure, the fluid-air exchange tubing was faulty; the air tubing was not working. It was noted that the scrub nurse tested the tubing under water but there were no bubbles observed. The tubing was exchanged and the case was able to be completed without harm to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).